Event description:
It was reported that the pump became hot to touch despite being in room temperature conditions. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.